Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 400 mg/dl and diabetic ketoacidosis. Reportedly, the customer recently received the covid-19 vaccine and believes this contributed to the elevated bg levels. Additionally, customer believes the non-tandem infusion set cannula was kinked; however this could not be confirmed as healthcare prover discarded infusion set upon arrival to hospital. Ultimately, the cause was unknown. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin, saline, and manual injections. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.